Event description:
Patient reported her blood glucose level dropped as low as 29 mg/dl on three different occasions. Patient stated her spouse treated her with glucagon to bring her blood glucose back up. Patient alleged the device is over delivering insulin and caused the drop in her blood glucose level. Her blood glucose levels have been fine since she switched to her backup device.